Manufacturer narrative:
The olympus territory sales manager confirmed the customer used multiple esg units and got the same error message on other esg units. After checking all esg with the resection trays, it was discovered there was one defective working element (wa22367a) that was causing the e006 error. No device will be returned to olympus for service. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus was informed that the customer high frequency electro-surgical generator (esg) unit was getting an e006 ¿ insufficient conductivity error message. The reported problem was found during an unspecified procedure. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.